Event description:
Magellan needles, 25gx1", lot 825375, exp 08/31/2023, ref# (B)(4). Staff has found 3 needles originating from same box that has plastic wrapped around the needle. They are safety needles and the pieces of plastic found around the needle are coming off the clear plastic safety component. None of the needles were used on pts. FDA safety report ID# (B)(4).